Event description:
IV team nurses encountered difficulty inserting a PICC line into patient. The guideline "split" and began to unravel and a portion of the wire was left in the patient. The wire had to be surgically removed the next day. Patient did not experience any further untoward effects.